Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited white foreign material at air water tube, air water cylinder and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. Correction to g3: the aware date reported in the initial MDR was incorrect, the correct date is september 23, 2024 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was inside of the device, but the type of the material cannot be identified. Olympus presumes that reprocessing was not conducted properly due to a leak caused by a break of the air/water channel. Subsequently, the material was not possibly eliminated. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.